Event description:
Reporter stated that pt has experienced elevated blood glucose (approx 300 mg/dl), for the past week. No error messages were generated by the device. Reporter indicated that, in 2005, pt switched to their back-up device and their blood glucose returned to a normal range (value not provided) within 2 hours.